Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace measurement log data shows an increase for min and max v.pace=610 to 1251 ohms peak between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that the lead had a sudden increase in impedance and a lead fracture was questioned. The lead was replaced. No patient complications have been reported as a result of this event.